Manufacturer narrative:
The issue was discovered on (B)(6) 2016; however, it is unknown when the device breakage actually occurred. Device is an instrument and is not implanted or explanted. (B)(6). Device is not distributed in the united states, but is similar to a device marketed in the us. Product investigation summary: the investigation of the returned product has shown that the connection (welding joint) between the gripping head of the handle and the shaft is broken. Numerous strong impact marks are visible on the stroke cap. The manufacturing review shows that the production procedure was followed according to the specifications with no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Due to the heavy hammering marks that are visible on the device, it is likely that the instrument ruptured at the welding between the stroke cap and the shaft. The current technique guide recommends that the user insert the pfna blade to the stop by applying gentle blows with the hammer. Based upon the condition of the device, it is likely that the root cause is excessive force in the method of use, along with accumulated damage and wear. No indication for product related issues was found. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 13, 2015. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was originally reported that an impactor for proximal femoral nails was not functioning as expected due to overuse. The issue was reportedly discovered prior to any surgical procedures. Therefore, no patient or procedural involvement has been assessed. Based upon the visual inspection of the product, which was completed on september 13, 2016, it was determined that the device was actually broken. As such, the device was re-assessed and found to meet reportability criteria. This report is 1 of 1 for com-(B)(4).